Manufacturer narrative:
Bayer case number: (B)(4). Perforation of internal organs [perforation of organ]. Allergic reactions to nickel in its composition [nickel allergy]. Chronic pain [pelvic pain female]. Abnormal bleeding [genital bleeding]. Gynecological complication [female reproductive tract disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of perforation ("perforation of internal organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced perforation (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition"), pelvic pain ("chronic pain"), genital haemorrhage ("abnormal bleeding") and female reproductive tract disorder ("gynecological complication"). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, female reproductive tract disorder, genital haemorrhage, pelvic pain and perforation to be related to essure administration. The reporter commented: information reported by the lawyer: unknown date: (B)(6) patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-nov-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Perforation of internal organs [perforation of organ]. Allergic reactions to nickel in its composition [nickel allergy]. Chronic pain [pelvic pain female]. Abnormal bleeding [genital bleeding]. Gynecological complication [female reproductive tract disorder]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of perforation ("perforation of internal organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced perforation (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition"), pelvic pain ("chronic pain"), genital haemorrhage ("abnormal bleeding") and female reproductive tract disorder ("gynecological complication"). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, female reproductive tract disorder, genital haemorrhage, pelvic pain and perforation to be related to essure administration. The reporter commented: information reported by the lawyer: unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-nov-2024: medical record received. Event adverse event replaced with new event pelvic pain female. New events added perforation genital bleeding, gynecological disorder nickel allergy. New reporters (lawyer) added. Case became serious incident. Indication added for suspect product. Annex e & f codes updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.